Manufacturer narrative:
An axios delivery system was received for analysis. The stent had already been deployed and was not returned. The black distal end of the outer sheath appeared to be melted/warped. There was no damage to the nose cone or electrocautery wires; the nose cone was charred, indicating that electrocautery had been activated at some point. The polyimide tubing was kinked just distal to the outer sheath when the outer sheath was fully retracted. Since the polyimide tubing is kinked but no damage to the nearby sheath was noted, it is likely the polyimide tubing kinked after the stent had been fully deployed. The outer sheath retracted when the stent deployment hub was moved as expected and no other issues were noted. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. However, use of the device may have contributed to serious injury. The dfu states that while attempting to deploy the stent flange: ¿warning: excessive retraction may pull the stent out of the target structure or result in poor positioning of the stent first flange.¿ additionally, the dfu lists ¿minor or excessive bleeding requiring intervention¿ and ¿surgical intervention (endoscopy, transfusion, or surgery)¿ as possible adverse events associated with the use of the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician successfully deployed the distal flange of the device within the pseudocyst. However, when the physician attempted to deploy the proximal flange, it did not release from the scope. As the physician manipulated the scope in an effort to deploy the stent, the distal flange was pulled out of the pseudocyst while the stent remained stuck in the scope. The scope and stent were then removed from the patient. The physician noted bleeding from the stent placement tract. A general surgeon was called in to treat the bleed and the procedure was converted to an open surgery. The procedure was completed successfully and the patient was admitted to the hospital. There have been no further patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). Patient identifier: (B)(6). The patient's weight was reported to be around (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician successfully deployed the distal flange of the device within the pseudocyst. However, when the physician attempted to deploy the proximal flange, it did not release from the scope. As the physician manipulated the scope in an effort to deploy the stent, the distal flange was pulled out of the pseudocyst while the stent remained stuck in the scope. The scope and stent were then removed from the patient. The physician noted bleeding from the stent placement tract. A general surgeon was called in to treat the bleed and the procedure was converted to an open surgery. The procedure was completed successfully and the patient was admitted to the hospital. There have been no further patient complications reported as a result of this event. The patient's condition was reported to be good.